Manufacturer narrative:
(B)(4). No actual device evaluation could be performed. Parts were lost in transit. A supplemental report will be submitted once parts are received for analysis. The device history record was reviewed. No relevant nonconformances were found. Updated h6.

Event description:
It was reported that the patient was unable to activate the device. There was no report of patient harm or injury. The therapy manager troubleshot the issue and confirmed out-of-range/high-impedance failure of the entire left lead. The patient was reprogrammed to unilateral stimulation only ( right side) until a revision procedure could be scheduled. The patient underwent a surgical procedure to remove the left lead. All left leads were removed, and a new lead was implanted without complications.

Manufacturer narrative:
Mml# (B)(4). No actual device evaluation could be performed. Parts were lost in transit. A supplemental report will be submitted once parts are received for analysis. The device history record was reviewed. No relevant nonconformances were found. Updated h6. Section b5 update. It was reported that the patient was unable to activate his system. The therapy manager troubleshot the issue and confirmed that the entire left lead had out-of-range electrodes/ high impedance failure. The patient was reprogrammed to unilateral stimulation until a revision procedure could be scheduled. The patient underwent revision surgery to remove and replace the left lead. During the explant, the lead was damaged, but the entire lead was removed-no part was left inside the patient. A new lead was implanted without complications. Unrelated to the alleged issue, the implantable pulse generator (ipg) was implanted deeper in the same pocket site because the patient had lost weight, and the ipg had slightly moved. There was no report of patient harm or injury. Updated h6- conclusion code.

Event description:
It was reported that the patient was unable to activate the device. There was no report of patient harm or injury. The therapy manager troubleshot the issue and confirmed out-of-range/high-impedance failure of the entire left lead. The patient was reprogrammed to unilateral stimulation only ( right side) until a revision procedure could be scheduled. The patient underwent a surgical procedure to remove the left lead. All left leads were removed, and a new lead was implanted without complications.

Manufacturer narrative:
Mml# c-01858.

Event description:
It was reported that the patient was unable to activate the device. There was no report of patient harm or injury. The therapy manager troubleshot the issue and confirmed out-of-range/high-impedance failure of the entire left lead. The patient was reprogrammed to unilateral stimulation only ( right site) until a revision procedure could be scheduled. The patient underwent a surgical procedure to remove the left lead. All left leads were removed, and a new lead was implanted without complications.